Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report and during communication, the pressure transducer test failed during pre-use check and leakage was observed while connecting the unit to the gas connection. Moreover, it was reported that the spring of the o2 gas module's nozzle was broken. Replacement of the air gas module, nozzle of the o2 gas module and expiratory valve coil solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. The device's logs were not provided for further analysis. The defective parts have not been returned fot the further investigation, despite request. Our conclusion is that the air gas module and expiratory valve coil were the cause of the failure, as well as the damaged nozzle that resulted from not complying with the instructions in the service manual.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check and generated continues gas flow through respiratory limp. There was no patient harm. Manufacturer's ref. #: (B)(4).